Manufacturer narrative:
Evaluation summary: one device was received for evaluation. When the device was removed, there was no sign of injury. The next couple of days, the patient was reported of having a burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair, the return electrode monitoring (rem) pad was placed on the rh shoulder blade. Patient subsequently found to have a l'-shape superficial burn mark around the left scapula. The burn is thought to be secondary to incomplete adhesions between the diathermy pad and the skin, possibly because the pad became loose when positioning the patient or during the operation. The burn was superficial and was dressed appropriately.